Event description:
Event description guidant received information that prior to implant, this boxed implantable cardioverter defibrillator (ICD) exhibited a decreased monitoring voltage while in storage mode. The device was returned.